Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart and a cold reset was performed. The customer's blood glucose level was unknown at the time of incident. The customer stated that they were able to clear the alarm successfully and were able to rewind the insulin pump. Customer also stated that the pump alarm error occurred again after inserting new battery. The insulin pump will be returned for analysis.